Event description:
It was further reported the target lesion measured 3.5 x <20mm, was 70% stenosed and located in the ostial left anterior descending artery. The balloon of the stent delivery device was inflated once to 20atms during deployment. There were no deployment issues and no other devices used. The stent placed to cover the remaining portion of the lesion was a 3.5x8mm.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Age at time of event - 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent foreshortening occurred. The target lesion details are unknown. The 3.50x12mm promus element coronary drug-eluting stent was deployed in the lesion to 20atms. Full lesion coverage and well apposition were noted. Angiography performed later, at an unspecified time, revealed 33% of the lesion was not covered. A second unspecified stent was implanted to ensure full coverage. There were no additional patient complications reported and the patient's status is stable.